Event description:
Study (B)(4): this patient had a nexsite device placed successfully on (B)(6) 2016. On (B)(6) 2016, the subject reported to the clinic with a possible marvao catheter pocket infection. The dressing around the "disk" pocket had sanguineous drainage without erythema or warmth. The "disk" incision appeared to be healing well without dehiscence. The decision was made to treat the patient conservatively given the absence of overt infection and ancef and vancomycin were given as prophylactic treatment of the event. No blood/wound cultures were taken and no action was taken with the study device. At the time of reporting, the event was resolving.

Event description:
Conclusion of the cec (clinical events committee) following adjudication of the adverse event: classified as an exit site infection/exit site complication.